Event description:
The manufacturer received information alleging a malfunction of a ventilator¿s alternating current (ac) connection. No harm or injury was reported. The issue was confirmed on device evaluation. The device's ac cable and connector were replaced to address the issue.